Event description:
It was reported by the affiliate that the (1) tsb45 was used during a thorascopic lung resection procedure. It was reported that the instrument does not cut or staple. The case was converted to an open procedure to complete the case.

Event description:
4/17/2000 affiliate responded this occurred on the first firing of the device. The device had not been resterilized. The procedure had not been converted to open and no buttressing material was used. The pt is doing fine at this time. 4/19/00 the procedure was changed to open surgery because the user was unsatisfied with the product and wanted to be on the safe side. No add'l info.